Event description:
It was reported that the patient with the leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an incision s-ICD site not healed. The patient did 10-day antibiotic course. However, the incision site was still red and opened. Then the patient was admitted to the hospital with complaints side has had pus. The physician was consulted and the patient received intravenous antibiotics as part of the treatment. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.